Manufacturer narrative:
The pump was returned for analysis. The pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate. If information is provided in the future, a supplemental report will be issued.

Event description:
A 8627-20 pump was sent back to the manufacturer with no known reported complaint or patient harm. Analysis found anomaly that indicated a complaint.